Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, an arthrex subsidiary employee reported via email that an ar-1923bc suture anchor, biocomposite pushlock (2.9 x 15.5 mm), was found to be defective during a procedure performed on (B)(6) 2026. While passing the fiberwire suture and positioning the pushlock anchor to reinforce glenohumeral instability, it was observed that the anchor's ridges were oriented in the opposite direction, preventing the device from functioning as intended. As a result, the anchor was not used. A replacement anchor was opened and used successfully, and the procedure was completed without further issue. No additional anesthesia was administered, and no patient harm was reported.